Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm and insulin was not being delivered. The customer's blood glucose level was 186 mg/dl and was addressed with a bolus of insulin and food. Tandem technical support reviewed with the customer the auto-off feature and advised the customer to consult with a healthcare provider prior to adjusting the time in the auto-off feature.